Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/16/2015 with the following findings: review of the pump¿s black box revealed no evidence of a time and date reset. The total daily dose history shows a date change from (B)(6) 2007 to (B)(6) 2015. The total daily dose history correlates appropriately to the user programmed basal rate. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reported contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was 400- to above 600 mg/dl with extreme drowsiness and confusion. Reportedly, the time and date reset when the battery was removed for less than 24 hours. It was reported the patient also suffered from gastrointestinal bleeding, which may have contributed to the reported health condition. The reporter noted the patient self-treated with insulin via the pump and via injection as well as an infusion site change, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was attributed to a reported time and date reset malfunction with the pump.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.